Event description:
Information was received from a patient (pt) regarding an external device. Pt reported the controller has been dropped lot and controller is chipped, screen goes white, and the controller was not tight together since a month ago. Pt asked about navigating the controller to see positional setting. Agent reviewed adaptive stim feature and recommend pt call back for assistance with navigating the controller if necessary. The issue was not resolved. An email was sent to the repair department to replace the controller device. Pt reported they were not able to charge the implanted neurostimulator since yesterday. Pt stated they were getting no device found and they reset the controller. Pt stated they trying to recharge the implantable neurostimulator (ins) right now and getting no device found message. Once pt press recharge they get a message to connect the recharger and the recharger telemetry module (rtm) was already connect to the controller. Agent asked if the rtm was loose or wiggle when plug into the controller and pt said the rtm was little loose. Agent confirmed the controller was recharging when plug into the outlet. Agent confirm ins have not been charge since 4 days ago. Agent asked pt to inspect the recharger for damage and pt said the recharger cord looks a little wore out and twisted. The issue was not resolved. An email was sent to the repair department to replace the rtm and the controller device. Additional information received from patient on 08jun2024. Pt called back stating they received the replacement and wanted to confirm what to ship back. Pt was recharging on the call. The ins was at 30%. Pt said they did not see where their programs were. Agent walked pt through getting to the home screen. Pt also said they did not have adaptive stim. Agent instructed pt to turn ins on and go into group a p 1 to check if they had as programmed. Pt did not see as in group a. Pt checked group b and did not have as. Pty was redirected to healthcare provider (hcp). Pt said when they move around you do not know if stim was working. Pt said they liked their stim high and for that reason they charge every day. Pt said it was good to feel it when you do think and you know it is working. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, controller would not power on when recharger telemetry module (rtm) was plugged in. Worn donut, white arrow rubbed off connector was also observed. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.